Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for 1 day. The customer's blood glucose was 170 mg/dl. The customer reported that the insulin pump had power loss alarm and able to clear the alarm. Customer assisted with troubleshooting. The insulin pump will not be returned for analysis.